Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Event date: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Explant date: 2 years ago.